Manufacturer narrative:
Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a patient's light adjustable lens (lal) was explanted due to the patient's dissatifaction with their vision. A new lal was implanted as a replacement. Rxsight's first awareness of this event was on 01/05/2024.